Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3986a45, lot# n339811, implanted: (B)(6) 2013, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37791, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported that a patient was having a problem with the recharger and with charging the implant. It was reported that for the last few weeks the patient could only get a maximum of 2 coupling bars. It was stated that the implantable neurostimulator (ins) hasn¿t flipped and there was no change in the location of the ipg, and it was stated that this had been assessed by x-ray. It was stated that a recharge antenna was requested. It was stated that the anomaly appeared to have occurred through product use. No indication of patient harm. It was stated that no device was returned, c500. It was later reported the patient still had a coupling problem. The patient still had trouble with getting coupling. It appeared that he was only getting about 2 bars, and that was only once and it took him a couple of days to recharge. The implantable neurostimulator recharger (insr) and the antenna had been replaced. The patient¿s wife noticed his implant wasn¿t protruding out as it once did. The patient went to his health care provider (hcp) as soon as he was discharged from the hospital. It was noted that the patient had mini strokes in (B)(6). X-rays showed that the implant was fine in early (B)(6). It was noted the patient¿s wife noticed ins movement. Additional information received reported the patient has had a lot of equipment issues since having it implanted on (B)(6) 2013. After receiving the new antenna for the charger, the patient couldn¿t get any bars on his charger. It was stated, ¿1st my wife has noticed it doesn¿t look right on my back the battery pack and it¿s down less than 50% and I can¿t just let it die.¿ it was noted that it was very painful for the patient to have this procedure done and it worked but the patient was stressed that his battery will drain and then he¿ll need another surgery. It took the patient 2 full days just to get it to charge; now he can¿t get any bars at all during the charging cycle, even leaving charging unit plugged into the socket. It was stated the patient was very frustrated with the machine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.